Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction. E1 initial reporter email address - correction. H2 correction.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient experienced an issue with alert and notification settings. The insulin pump was reading 55 mg/dl and alarmed but app showed 120 mg/dl and started a countdown 119-118-117-116 and between 1 minute value the cgm was 55 mg/dl and then alarmed. The app showed the right value but with a delay. During that time the patient was feeling unwell, tired, trembled. The parent treated the patient with 2 pieces of grape sugar, drunk a juice of 100 ml, and the patient recovered after the treatment. It was confirmed by the parent that they helped out the patient to open grape sugar and eat it as she couldn´t have done it on her own. An alert/notification settings issue was undetermined. However, egvs not updating was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the pediatric patient experienced an issue with alert and notification settings. The insulin pump was reading 55 mg/dl and alarmed but app showed 120 mg/dl and started a countdown 119-118-117-116 and between 1 minute value the cgm was 55 mg/dl and then alarmed. The app showed the right value but with a delay. During that time the patient was feeling unwell, tired, trembled. The parent treated the patient with 2 pieces of grape sugar, drunk a juice of 100 ml, and the patient recovered after the treatment. It was confirmed by the parent that they helped out the patient to open grape sugar and eat it as she couldn´t have done it on her own. An alert/notification settings issue was undetermined. However, egvs not updating was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the pediatric patient experienced an issue with alert and notification settings. The insulin pump was reading 55 mg/dl and alarmed but app showed 120 mg/dl and started a countdown 119-118-117-116 and between 1 minute value the cgm was 55 mg/dl and then alarmed. The app showed the right value but with a delay. During that time the patient was feeling unwell , tired, trembled. The parent treated the patient with 2 pieces of grape sugar, drunk a juice of 100 ml, and the patient recovered after the treatment. It was confirmed by the parent that they helped out the patient to open grape sugar and eat it as she couldn´t have done it on her own. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.